Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that door 1 and door 2 were failing repeatedly. The field service engineer (fse) found latch for door 2 was malfunctioning. The fse opened the latch column, removed the defective latch, and replaced it with a new one. The customer logged in and successfully tested inventory for the door with good results. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 1 and 2 experienced repeated lock failures, which slowed medication retrieval. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.